Event description:
Status post bilateral subglandular inframammary gels (unknown type/size/MFR-no records) for augmentation following involutional ptosis with biopsy of right probably in 1977. Pt cannot remember why they had them replaced a year later (again-no records). They have been found hard from the beginning, but 4 years ago pt was involved in mva, sustaining injury to chest and since then they have become harder and deformed. They are more painful but cannot tell if they are smaller. Complaints include arthralgias/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbance, adenopathy, hot flashes, headaches, tmjd right, visual problems, dizziness, memory loss, sicca, oral soreness, rashes, sensitivity to sun/cold right hand, sensitivity to chemicals, sob/cough, weight gain, gi disturbance and right dyspareunia. Pt is otherwise healthy.